Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to stopper pullout force as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for stopper pullout force with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during r&d testing the 2nd stopper pullout force for some tubes did not meet specification with a bd vacutainer® trace element serum blood collection tubes. No patients were affected. The following information was provided by the initial reporter: (3 of 4) it was reported the 2nd stopper pullout force for some tubes did not meet specification. During r&d testing in franklin lakes, we have identified instances where the 2nd stopper pullout force for some tubes did not meet our specification. (The 2nd pullout force is the force to remove the stopper after it has been removed and reinserted into the filled tube.)

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during r&d testing the 2nd stopper pullout force for some tubes did not meet specification with a bd vacutainer® trace element serum blood collection tubes. No patients were affected. The following information was provided by the initial reporter: (3 of 4): it was reported the 2nd stopper pullout force for some tubes did not meet specification. During r&d testing in (B)(4), we have identified instances where the 2nd stopper pullout force for some tubes did not meet our specification. (The 2nd pullout force is the force to remove the stopper after it has been removed and reinserted into the filled tube).